Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the patient with this rv lead fell a couple of weeks prior to lead revision. And currently experiencing lightheadedness and dizziness. Boston scientific technical services consultant (ts) referred the patient to the clinic.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the patient with this rv lead fell a couple of weeks prior to lead revision. And currently experiencing lightheadedness and dizziness. Boston scientific technical services consultant (ts) referred the patient to the clinic.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture and a new lead was implanted. No additional adverse patient effects were reported.